Manufacturer narrative:
Device evaluation: lens was returned in liquid , in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault, pupil block with iop (intraocular pressure), angle closure, corneal decompensation, lens dislocation/subluxation, and unreactive (fixed) pupil. A replacement lens of shorter length was later implanted. Surgeon is not sure yet if the exchange lens resolved the problem. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.